Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the prograsp forceps instrument spring/clip was dislodging from the tip of the device causing it to malfunction. The procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated /confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The prograsp forceps instrument was found to have a broken grip cable at the distal end. The root cause of the broken instrument grip cables at distal is attributed to a component failure. Additional observations not reported by the site were also identified: signs of corrosion were found on the prograsp forceps instrument bearings. Grip input disk bearings exhibited orange discoloration. The root cause of the corroded instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of the corroded instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. No image or video was available for review. A review of the instrument log for the prograsp forceps instrument (part number 471093-11 /lot number k110719-0187) associated with this event was performed. Per review of the logs, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 0 uses remaining after last use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the prograsp forceps instrument spring/clip was dislodging from the tip of the device and fell inside the patient during procedure. The spring/clip was retrieved during the same procedure.